Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. For clarification, the instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. Failure analysis found the primary failure of a broken input disk to be related to the customer reported complaint. Engagement or motion issues would occur when placed on the system arm. Common causes of the failure mode broken instrument input disks are typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Manufacturer narrative:
Based on the claim against the product regarding clip application issue, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of the large hem-o-lok clip applier instrument did not close properly with clip difficulties. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.